Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient's primary system controller went into backup mode and a pump stoppage was noted. The patient exchanged the system controller and the event was resolved.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.